Event description:
It was reported by service report that there is no power to bed; the power cord is bad. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.